Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had no image when used in combination with the light source. The issue was found before sedation for an intraoperative esophagogastroduodenoscopy. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure electrical issue was not confirmed and no image was confirmed. Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device for electrical issue and for no image cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.